Manufacturer narrative:
Patient programmer model 7434a, serial # (B)(4), implanted: na, explanted: na, extension model 7495, serial # (B)(4), implanted: 2000-(B)(6), explanted: unk, lead model 3587a, lot #, implanted: 2000-(B)(6), explanted: unk.

Event description:
It was reported that the patient experienced a fading sensation following strenuous activity around 2011-(B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
When contact for follow up, the healthcare professional had no further information regrading the event and it was unknown as to the cause of the event. If additional information becomes available, a follow up report will be sent.